Event description:
It was reported that this patient has had a history of untreated episodes due to t-wave oversensing. The patient has also received multiple inappropriate shock due to oversensing of signal amplitudes with noisy signals. It was noted that smart pass was deactivated. The entire system was explanted and a transvenous system was implanted. No additional adverse events were reported.